Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was not returned. The returned data logs were reviewed and optical signal metrics and cvp were stable. The dp signal showed drift prior to a motor current spike indicating a malfunction of the dp sensor. The cause of the placement signal issue was most likely sensor drift. The product not returned to evaluate the cause of the drift. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support due to pulmonary hypertension. While on support, there was a placement signal not reliable alarm that occurred. White power cable was confirmed to be pressed in all the way. The pump was attempted to be unplugged and then plugged back in. Waveforms were restored to baseline for about four hours and then the placement signal unreliable alarm happened again. The decision was made to not try to unplug the power cable again and to continue with the current situation. The patient was seeing improvement since the implant so the decision was made to leave the impella rp as is. There was no patient harm as a result of the failure.